Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument concurrently with another instrument, discrepant mrsa/mssa results were obtained. The following information was provided by the initial reporter: it was reported by the customer that their instrument is inconsistent in its determination/identification of results for mrsa/mssa.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that when they ran a few mrsa/mssa validation run on this instrument, the results were inconsistent with their other validated bd max instrument. Customer used mrsa positive patient sample on the instrument but received a negative result. Database was reviewed by service and no instrument was determined. Case was closed for the instrument, but reagent was opened for further investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 26feb2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were expected to be returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no information allude to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument concurrently with another instrument, discrepant mrsa/mssa results were obtained. The following information was provided by the initial reporter: it was reported by the customer that their instrument is inconsistent in its determination/identification of results for mrsa/mssa.